Event description:
During a clinic follow-up, the device was interrogated and the egms were observed to be missing. The patient was brought into clinic again a few days later, and the egms from the previous interrogation were visible. Technical support was contacted, but further intervention has not been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of invalid egms was confirmed. Based on the review of the session records, it was determined that the cause of the event was due to the the interrogation of the device being interrupted or discontinued by the user prior to completion.